Manufacturer narrative:
Beckman coulter customer technical specialist evaluated the issue involving the au680 chemistry analyzer. Cts recommended that the customer perform troubleshooting. The customer replaced the ise tubing, roller pump, sample pot and sample probe which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results were generated on their au681-10e, chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.